Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels ranging from 27 to 40 mg/dl. The customer and healthcare provider (hcp) believed the suspected cause was due to a change in the customer's insulin needs, however the customer's mother believed it was pump related. The customer consumed carbohydrates and reported that assistance was required by the customer's mother and husband to administer glucagon. Subsequently, it was reported that the customer had experienced ongoing bg levels of over 600 mg/dl with moderate ketones. Reportedly, the hcp and customer believed that the low bg levels were a "shock to the customer's body", resulting in elevated bgs. The hcp changed the insulin in the customer's cartridge from humalog to humalin r. The customer delivered boluses via the pump, set temporary basal rates, and administered manual injections. The customer reported bg levels were "good" after treatment.